Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in the proximal to distal portion of the left anterior descending (lad). The physician performed plain old balloon angioplasty with a 2.5mm balloon (unk type), reducing the stenosis to 25%. The physician attempted to cross the distal lesion with a 2.50x20mm taxus express2 drug eluting stent, but failed to cross the lesion. The lesion was predilated again using a 2.5mm balloon and two guidewires were advanced to the lesion, but the stent delivery system (sds) was unable to cross the lesion. A 2.5mm balloon was advanced to the lad and the anchor technique was performed in order to advance the 2.50x16mm taxus stent, but it was unsuccessful and the sds was removed from the pt. It was noted at this time that the distal portion of the 2.50x16mm taxus stent was lifted. The lesion was treated with the previously advanced 2.50x20mm taxus express2 stent and the balloon. No pt complications were reported and the pt condition is listed as good.